Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
A consumer whose indication for use is dystonia had a confirmed infection behind the ear in 2008. Infection was a (B)(6). Patient had received intravenous (IV) antibiotics and a total system explant was done. The patient was in the hospital for a week and had a pic line. The patient had also gotten antibiotics intravenous with a pump. It was noted that the patient's first implant had been the best for placement but then she had gotten the infection. Further follow-up is being conducted to obtain information about infection relation and devices involved.